Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure placed an unknown taxus express study stent in the proximal left anterior descending (lad) artery. At the 6 month follow up visit in (B) (6) 2008, no anginal symptoms were reported. At the 9 month follow up visit in (B) (6) 2008 there were no anginal symptoms, however angiography confirmed a 72% restenosis in the target lesion located in the mid lad and proximal lad. A reintervention procedure 26 days later treated the 73% restenosed, 0.7x7.6mm target lesion with angioplasty resulting in 31% residual stenosis. Timi 3 flow was maintained throughout the procedure. The outcome was listed as resolved the following day. No anginal symptoms were reported at the 1 year follow up visit.

Event description:
It was further reported that the index procedure treated the de novo, 99% stenosed, 25.2mm in length target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of a 2.5x12mmtaxus express2 stent along with an overlapping non bsc stent resulting in 3% residual stenosis. The patient was discharged the next day on bayaspirin and plavix. In (B)(6) 2009, the reintervention procedure treated the 2.4x7.6mm lesion which was originally reported as 0.7x7.6mm. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).correction information: describe event or problem - 2.4x7.6mm lesion was originally reported as 0.7x7.6mm.(B)(4)